Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 438 mg/dl. The customer was treated with a shot in the butt by his mother and it come down since. The customer was asked if recall any significant events leading to the alarm. The customer response is he was asleep in bed with the insulin pump on, he may have rolled it. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.